Event description:
It was reported that the ventricular lead exhibited high bipolar thresholds, loss of capture and low impedance. Insulation damage was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis noted that the insulation was abraded at approximately 5 cm from the lead tip.